Event description:
It was reported that device interrogation showed noise on the right atrial (ra) lead. The noise was not reproduced. The physician will monitor the lead. There were no adverse health consequences, the patient was stable.